Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient encountered an air detected in the cassette alarm during drain 2 of 5. The treatment was cancelled. The patient observed a fluid leak when removing the cassette from the cycler. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. Additional information regarding the cassette was solicited but not made available.